Event description:
It was reported the threshold has varied and the impedance has consistently been below 400 ohms and as low as 320 ohms. When changed to unipolar, the patient moved and there was no capture at high outputs. Due to these values, and flouro exam, a clavicle crush was suspected. A lead replacement was planned. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.